Event description:
On (B)(6) 2010, patient reported she noticed the down button on her infusion device was defective 10 days ago when she was attempting to adjust her basal rates. Patient stated the infusion device did not respond when the down button was pressed. Patient reported the button pops back up as normal. Assisted patient with setup of her backup infusion device. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.